Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. Download and review receiver log: failed. The receiver wont turn on. Open receiver case for interior inspection: passed. The customer's complaint was confirmed because there is an indication of the ceases to function. The reported event that the receiver ceased to function was confirmed. The root cause is defective battery.